Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from the bottom. The customer loaded a new cartridge. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer indicated that a manual injection or a bolus would be administered.